Event description:
It was reported that during a procedure of the superior mesenteric artery, the herculink elite stent delivery system was being advanced on the guide wire but became stuck. The two devices were removed as a system without incident. A second stent system was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance was able to be confirmed due to kinks in the guide wire. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the part/lot numbers were not provided. Based on the reviewed information, no product deficiency was identified.